Manufacturer narrative:
The customer¿s complaint of ¿threading that the pole clamp lead screw fits in to is coming out of the bracket pole clamps¿ is a result of a dislodged helicoil. The visual inspection confirmed all 4 pole clamps received exhibited irregularities with the helicoil. Scar # (B)(4) was opened to investigate pole clamp failure. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported the threading that the pole clamp lead screw fits in to is coming out of the bracket. There was no patient involvement. The customer stated that the first pole clamp failure occurred (B)(6) 2018. It was reported that 2 of the pcu pole clamp assembly were repaired and both devices put back into circulation. It was reported by biomed that "all pole clamps that have failed are on the pcus that we purchased in (B)(6) 2017 to replace our older models".